Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lymph, bladder, and prostate cancers. A correction to the b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient to developed lymph, bladder, and prostate cancers related to a CPAP device's sound abatement foam. The patient aslo alleged headaches, cough and breathing issue. There is no report of the medical intervention that the patient has received at this time. The reported event and its severity were reviewed by the manufacturer's clinical expert. The reported events of headache, cough and stops breathing without using the device are not related to the device because of non-usage and the reported bladder, prostate and lymph node cancer are also not related to the device repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section e1 email address has been updated. Section h6 has been corrected / updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lymph, bladder, and prostate cancers. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.